Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The patient first perceived an inflammation around her sensor and visited emergency unit of the hospital where treatment was given and antibiotics was prescribed. But when the patient contacted her hcp (diabetologist), they decided to remove the sensor because the site was infected. Patient mentioned she would discuss with the hcp on how to proceed further with eversense cgm system. No further investigation or actions were found necessary for this complaint.

Event description:
Senseonics was made aware of an incident where the patient reported going to hospital emergency unit due to inflammation around the insertion site. The site was red, hot and swollen. The symptoms were first observed on 11 may 2024. At the hospital, the patient received treatment and was prescribed with clindasol her antibiotics and sent her home. The patient then contacted her hcp (diabetologist) and they agreed to remove the sensor on (B)(6) 2024 because infection was detected at insertion site.